Event description:
Consumer complaint of high blood results. Normal ranges from 98 -160 mg/dl; fasting and before/after meals. Back to back blood test declined. Verified proper storage of test strips. Consumer complaint that meter results are higher compared to novamax link meter results are higher compared to novamax link meter. Recall test results from meter memory: on (B)(6) 2014; 2:21pm - 152mg/dl; (B)(6) 2014; 12:42am - 342mg/dl; (B)(6) 2014; 12:40am - 439mg/dl; (B)(6) 2014; 12:42am - 148mg/dl; (B)(6) 2014; 1:54pm - 164mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction described in the complaint: user had an inaccurate reference. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/23/2014).